Event description:
It was reported that a fluid was leaking from the battery during charging at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, the battery leaks fluid, was confirmed. The exterior was found to have a brown residue which appeared to be leaking from the area under the blue battery release lever. Upon disassembly, internal corrosion was identified. Device was placed in parts retention.